Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It has been reported that the ventilator has failed to operate on a patient at approximately 10:30 pm without any warning. The start button was not illuminated, the monitor was off and could not be started. No injury was reported.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The affected device was investigated by a dräger service technician. The on-site hardware analysis indicated a malfunction of the rocker switch. After replacement of the rocker switch, no device deviations could be found and tests according to the manufacturer's specifications were passed without deviations. A subsequent examination of the replaced rocker switch at the manufacturer's lab in (B)(4) also confirmed a malfunction of the component which has led to the failure of the device. In this case, the emergency valve is opened to ambient to allow the patient spontaneous breathing. The instructions for use indicate that ventilation of the patient using an independent ventilation device must be started without delay, if necessary with peep and/or an increased inspiratory o2 concentration (e.g., with a manual resuscitator). This is the first case related to the same root cause reported to dräger. This number is within the expected range of the respective risk assessment and thus accepted.